Event description:
It was reported that the right ventricular (rv) lead exhibited high impedances and oversensing. The lead was capped. During the re placement procedure, the physician was unable to obtain vascular access, which resulted in a possible pneumothorax. As a result, the lead was not replaced at that time. The lead will be replaced at a later time on the opposite side. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).